Event description:
It was reported that a patient had a midline laparotomy on unknown date and suture was used on the abdominal fascia tissue. The patient experienced wound infection on (B)(6) 2011. The patient was treated with wound cleaning, irrigation, and sterile dressing. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The two following possible products have been reported: pds ll plus antibacterial suture; pds ii (polydioxanone) suture.

Manufacturer narrative:
(B)(4) - it was reported that a patient had a midline laparotomy for a colon segment resection on (B)(6) 2013 and suture was used on the abdominal fascia tissue.